Event description:
At 2:28 pm on monday, (B)(6) 2024 in (B)(6) extracted drugs in the operating room and planned to perform intravitreal injection. During the process of extracting and exhausting the drugs before surgery, he found that there was something inside the syringe. Suspended impurities, so this drug injection was not used due to visible impurities.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a small particle was observed within the liquid. A device history review was performed for the reported lot 2108106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the same lot were used for additional evaluation. The products were visually inspected and no evidence of foreign matter or any other contamination was identified. Machines routinely undergo proper maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without the physical sample to evaluate, the specific composition and origin of the particle cannot be established at this time, therefore we cannot identify a definitive root cause. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Following the submission of the initial MDR, the batch information was provided by the customer.

Event description:
Batch number provided.